Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that during inspection for use of the insufflator, part of the integrated flow rate display had disappeared. The unspecified procedure was completed without delay. It is unknown how the procedure was completed. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not confirmed but cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.